Event description:
It was reported that a monarc subfascial hammock was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The date of the implant was not reported. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.